Manufacturer narrative:
Checking the manufacturing charts of the components involved, no pre-existing anomaly was discovered on the items manufactured with the same lot numbers. We will submit a final report as soon as the investigation is complete.

Event description:
Upcoming shoulder revision surgery, due to dislocation. According to the information received, a traumatic dislocation event occurred in april 2023 (revision not confirmed). The surgeon required a custom constrained humeral liner (cmd 24-1347). The components currently implanted are the following: smr reverse humeral body (part code 1352.15.010, lot number 1708962, sterilization number 1700318), smr reverse liner retentive (part code 1365.50.811, lot number 15at05g, sterilization 1500213), smr glenosphere ø 40mm (part code 1374.09.121, lot number 1921503, sterilization 1900463), smr small/std connector +2 (part code 1374.15.322, lot number 1904582, sterilization number 1900222). The initial surgery took place on march 11th, 2020. The patient underwent other two revision surgeries in 2020, which have been reported as internal complaints 20200228 and 20200230. Event happened in the united states.